Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to use, the implantable cardioverter defibrillators (ICD) had a gray battery bar. There was no patient I nvolvement.